Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had fusion of the right coronary cusp (rcc) and the non-coronary cusp (ncc) with heavily calcified raphe. The physician had extreme difficulty crossing the guidewire through the valve ¿ this took around 20+ minutes. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. The team then had difficulty crossing the delivery catheter system (dcs) through the valve opening ¿ this took about 5 minutes. Upon deployment, the valve could not be situated correctly after three attempts (too deep, under-expansion, and was not catching the ncc). The team removed the dcs from the patient and performed another pre-implant bav with a 24mm true balloon. This caused the team to lose their wire position in the left ventricle and re-crossing was necessary, which took approximately 15 minutes. The dcs was unable to be crossed through the valve after several catheter and wire manipulations ¿ the team attempted this for 10 minutes. The decision was made to abort the procedure and send the patient for surgical aortic valve replacement (savr). No adverse patient effects were reported.